Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported patient underwent a right partial knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a dehiscence wound. The tibial bearing and tibial tray were removed and replaced.

Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to a dehiscence wound. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.